Event description:
On (B)(6), 2010, (B)(6) was contacted via phone by ms. (B)(6), an employee of hospital (B)(6) advising that on (B)(6), 2010, a (B)(6) female pt was admitted to the emergency room with a high fever and after lying on a mattress covered by a fitted sheet supplied by (B)(6), she developed dermatitis. The symptoms were described as "first and second degree burns". (B)(6) launched an investigation of the incident; however, despite repeated requests to the complainant hospital, (B)(6) has been provided with little further info. On (B)(6), 2010, our distributor in (B)(4) was able to provide us with lot numbers for the products and sample sheets from the lots. This info is being used to investigate the incident with the contract MFR of the product. To date, (B)(6) has received no further info regarding the pt, her identification or any records relating to the diagnosis, treatment or condition of the pt to help ascertain whether the condition may have been caused by the fitted sheet. The investigation remains ongoing at this time.